Manufacturer narrative:
A field service engineer (fse) conducted a site visit and was able to confirm the complaint by review of the analyzer printout showing results from prior day were inconsistent. Fse ran the samples and the results were consistent with the acceptable results. Fse inspected the analyzer by checking the tip to bottom of test cup in the dispense lane and carousel, wash probe alignments, and clog sense. As a preventative measure, fse replaced the substrate syringe and wash syringe seals. Fse validated the analyzer by performing quality control (qc) on bhcg and the results were in range. Fse reran the patient samples and the results were again consistent with the acceptable results. The aia-900 analyzer was found to be functioning as expected. No further action required by field service at this time. A complaint history review and service history review through aware date of event for similar complaints was performed for serial number 10112301r. There were no other similar complaints found during the searched period. The st-aia pack bhcg analyte application manual states the following: limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g., symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack bhcg, the highest concentration of total beta hcg measurable without dilution is 400 miu/ml, and the lowest measurable concentration is 0.5 miu/ml (assay sensitivity). Although the approximate value of the highest calibrator is 200 miu/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 400 miu/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. The most probable cause of the reported event could not be established.

Event description:
A customer reported discrepant beta human chorionic gonadotropin (bhcg) results on the aia-900 analyzer. Customer ran two patient samples in the morning and reran same patient samples same day in the afternoon two times per each sample. Patient 1 morning results were 36.3 miu/ml with the afternoon test results reading less than 0.5 miu/ml both times. Patient 2 morning results were 0.8 miu/ml with the first afternoon rerun result showing 174.5 miu/ml and the second rerun result showing 175.4 miu/ml. The customer will run a precision and follow up with tosoh technical support group (tsg). A field service engineer (fse) was dispatched to address the potential discrepant results for beta human chorionic gonadotropin (bhcg) patient samples. There was no indication of any patient intervention or adverse health consequences due to the potential discrepancy of patient results.